Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt felt "zing" when going through "gates." The pt further reported that during an emergency cesarean section surgery, the pt's arm began "flip flopping" on the table. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)